Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had keypad anomaly. Customer¿s current blood glucose was unknown. Customer stated that insulin pump had red icon, left button delayed, top button was unresponsive. Customer also stated that scroll bar was moving with no input and up arrow does not allow them to navigate. Insulin pump will be returned for analysis.